Event description:
Field applicaiton support (fas) reported on behalf of customer discrepant sars-cov-2 tma assay results, wl: (B)(6). Customer reported they had retested 43 positive samples and found 8 of the samples repeated as negative from the same lysis tube. Technical support (ts) reviewed the worklist and confirmed there was a high positivity rate. Ts noted the 8 samples that repeated as negative ((B)(6)) had slightly elevated rlus. Ts also observed the luminometer process control curves showed different starting points.

Manufacturer narrative:
Technical support (ts) followed up with the customer and the customer noted the samples were all remel vtm samples which were inoculated into fusion tubes and tested the same day. They were found to be positive on initial screening, recapped and stored at room temperature and retested the following day. Ts advised customer to perform monthly maintenance, clean the sample preparation area and sample shield due to the potential of low level contamination. Field service engineer (fse) was on site to resolve the timing issue with the ad dispense that was most likely an underlaying issue and not the actual root cause of the potential contamination. Fse onsite found the auto detect 2 lcm pump was failing and replaced it to resolve the timing issue of the ad dispense. Fse ran flash check and ac2 pq successfully. After cleaning customer confirmed further runs did not exhibit any positivity issue. Customer did not report any further issue. No further action required. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.